Event description:
Additional information received from the patient reported she was able to charge the recharger with the replacement desktop charger (dtc) and she was then able to successfully charge the implantable neurostimulator (ins) and feel the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the screen on the implantable neurostimulator recharger was blank or it comes up with the splash screen and then flips off. The connector pin was bent on the desktop charger and the battery level on the implantable neurostimulator recharger would not fill in. The last time that the patient felt stimulation was about one week prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.